Manufacturer narrative:
Evaluation summary: the device is a battery-powered automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed the complaint. The cause of the malfunction was isolated to an integrated circuit (ic) chip (result codes 472) making physical contact (result code 121) with a transformer, which reduced the required circuit voltage on the fire control circuit board. A change order is in place for the identified area of the circuit board to reduce the possibility of components making contact by the installation of a rubber insulator. Due to damage on the board's circuitry, the entire board required replacement to resolve the issue and the rubber insulator installed to prevent a future occurrence. The device was repaired and returned to the customer after passing acceptance testing.

Event description:
The customer stated that during testing, the device would deliver 45 joules when 200 joules was selected. No patient involvement.